Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was approximately (B)(6) 2019 (a few days ago). It was reported the patient felt discomfort in their back where their catheter was located. The catheter felt like it was bulging out which was not normally what the patient felt. The patient seems to still be getting their therapy. No further complications were reported.